Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the el5ml device found that it was received in good visual condition and with the orange indicator completely visible. However, the device was fired, fed and properly formed 5 clips and then, it locked out as intended. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. During each single activation of the trigger a clip was fed and formed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The surgery department stated that the clip would not load and would not fire. Another device was used to complete the case. There was no adverse consequence to the patient.